Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages were found that would cause the cannula to dislodge from the skin. A cause of the reported dislodged cannula could not be determined. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The download data indicates timeouts. No evidence of any damage or manufacturing deficiencies were observed. The exact cause of these timeouts could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the hips/buttocks. For treatment, the patient changed out the pod and gave correction bolus.